Event description:
The product complaint report shows the customer alleged that the ventilator had no audible alarm during an alarmed for event. The facilities biomedical technician inspected the device and could not duplicte the alleged event. The biomed replaced the alarm assembly and power switch as a precaution. The ventilator passed extended self testing. The customer reported no pt harm. It is not verified that the audible alarm was inoperative, and no malfunction may have occurred.